Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 07/01/2019. Device evaluated by manufacturer. Device evaluation: the lens associated to the complaint was received in the original folding carton and lens case insert. Only a portion of the lens was returned suggesting the lens was cut most probably to facilitate its explant. The portion of the lens returned shows a detached haptic; the reported issue was verified. Since the lens was extensively handled at the surgical site a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When inserting zxr00 20.0 diopter intraocular lens (iol) into the patient's ocular sinister (left eye), customer account reported the haptic broke while inserting the lens. It was reported there was an incision enlargement, suture(s) were required, the procedure was completed using zxr00 20.0 diopter back-up lens, patient outcome was reported as doing well. No additional information was provided to johnson & johnson surgical vision.